Event description:
It was reported that at follow-up, low sensing with increased capture threshold and impedance were observed. Upon stimulation, the patient felt a twitch in the thoracic region. Perforation was found via x-ray. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.